Event description:
It was reported that an angiogram performed during and after the embolization treatment indicated that there was a rupture in the microcatheter with some leakage of contrast that was pulled back into the guide catheter; therefore, not entering the patient. The microcatheter was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and no rupture site or leak was found when the catheter was flushed with water.(B)(4).